Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the pump had a stall for an unknown reason. The managing physician decided to have the pump replaced. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿pump stall occurred for unknown reason¿. It was unknown if any diagnostics or troubleshooting had occurred. The pump would be replaced on (B)(6)2018. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving gablofen (concentration 500 mcg/ml, dose 99.9 mcg/day) via an implantable pump for spinal pain. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging (MRI), the health care professional noticed in the pump event logs some stalls and recoveries and inquired about why that would occur, she had not spoken to the patient yet about this. Logs showed; (B)(6) 2016: motor stall 01:18 recovery same date @ 01:29, (B)(6) 2016: motor stall 22:54 recovery same date @ 23:00, (B)(6) 2016: motor stall 23:04 recovery same date @ 23:10, no medical symptoms were reported. No further complications were reported

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump had stalled on (B)(6) 2018 at 23:23, and recovered on the same day at 23:36. It was reported that the patient was not involved in a clinical study, and the device was replaced with a manufacturer's device. It was reported that the pump stalled for an unknown reason. It was reported that the pump was used with/in the patient. The intended use of the device was treatment. There was no death , or patient injury reported. The patient recovered without sequela. Rotor studies and dye studies were not performed. No further complications were anticipated/reported.